Manufacturer narrative:
One 4.5 ultra pk footprint anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. Inserter shows no damage. The inner plug is positioned at the top of the suture slot. Dimensional assessment of the anchor confirmed it met print specifications. With the limited clinical details regarding patient bone quality and site preparation a root cause cannot be determined. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported the anchor broke while implanting. A backup device was readily available. It is unknown if there were any surgical delays. No patient injuries were reported.